Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that after significant bleeding from the mouth after a tooth extraction, the patient was taken to hospital and subsequently cardiac arrested. System controller review of alarms showed multiple low flow alarms, the longest was 25mins at 5:16am on (B)(6) 2025 (peri-arrest time). The reason for the cardiac arrest was ventricular tachycardia arrest. The arrest was thought to be therapy related, and the device operated as intended. The patient expired. The outcome was considered device or therapy related. An autopsy was not performed. The device was not explanted and will not be returned for evaluation. The device parameters were within normal limits.

Manufacturer narrative:
Section b2 date of death correction. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of bleeding and ventricular tachycardia (vt) arrest, as well as the patient's outcome, could not be conclusively established through this evaluation. Additionally, review of the submitted log files could not confirm the reported low flow alarms. Although a specific cause for the reported alarms could not be conclusively determined, the account indicated that the longest alarm occurred in the setting of cardiac arrest. The system controller event log file contained events from 11:39:47 through 12:43:51 on (B)(6) 2025. Events captured prior to this timeframe were overwritten by newer incoming events, per design. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Chapter 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding, cardiac arrhythmia, and death. This chapter also addresses all pump parameters, including pump flow. Chapter 4 of the IFU, "heartmate touch¿ communication system", describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. This chapter also lists arrhythmia as a potential late postimplant complication. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.